Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 138 mg/dl, compared with the sensor glucose reading of below 40 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer also reported that the sensor triggered a bad sensor alerts and calibration errors. She observed pain or discomfort. Upon removal of the sensor, a bent cannula was noted. She also stated that the sensor base remained on the pedestal when the serter was pulled away from the pedestal. She was advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-62971.